Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet pump experienced low glucose while a cgm warmup completed, after which the g7 began providing readings; a bg run mode alert was displayed and capillary bg was 64 mg/dl rising to 70 mg/dl following intake of approximately 15 g of oral carbohydrate, with no reported symptoms, and no hospitalization or external care. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information to identify a device problem or implicated component, and no investigation findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.